Event description:
During a transaortic procedure, the sapien xt valve was deployed in a too ventricular position requiring a second valve to be placed. The first valve was positioned 50:50 within the annulus and deployed 10:90 aortic/ventricular. A second valve was positioned 60:40 a/v and landed 50:50 with good results and stabilized the 1st valve. Per report, the first valve was deployed too ventricular due to a narrow and heavily calcified sinotubular junction (stj). The native annulus measured 430mm2 by CT. There was severe annular calcification, bulky leaflet calcification and severe aortic root calcification. Coaxial alignment of the delivery system and valve, and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case per report, the cause of the ventricular malposition was a narrow and heavily calcified sinotubular junction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.